Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false negative result on (B)(6) 2023 when using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 27561d, reader sn (B)(4) customer tested positive on (B)(6) 2023 with an abbott rapid nasal sars-cov-2 pcr test. Customer was exposed to covid-19 on (B)(6) 2023 and had symptoms on (B)(6) 2023 of a sore throat and cough. Cartridges were stored within the validated temperature range.